Event description:
Related manufacturer reference number: 2017865-2022-09944. It was reported that a patient presented in-clinic. Upon examination, the patient's pacemaker and left ventricular (lv) lead were found to have an infection, along with inflammation and an abnormal skin appearance at the device pocket. Surgical intervention was scheduled but was not yet reported to be completed. The patient is recovering.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
New information received notes that surgical intervention was performed, in which the pocket was opened, washed out, and device and lead was revised. The physician also prescribed antibiotics for life to resolve the event. Cultures were taken and did not test positive for infection. No additional patient consequences were reported